Manufacturer narrative:
Additional information: d4 - lot number; d4 - expiration date; h4 - device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2021/12/20). The evaluation at omsc hinode confirmed that the distal end of the resection electrode is broken and the ends of the wire have melted into balls. Furthermore, a wire fragment shows a second melted ball, which is either caused by contact with another device or implant or was caused by improper connection to the working element. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transcervical resection of the endometrium in saline (tcris) procedure, the loop wire at the distal end of the hf-resection electrode broke apart and fragments fell into the patient¿s vagina. Although the presence of the fragments was confirmed by CT imaging after the procedure, they could not be retrieved. However, the intended procedure was completed with the same set of equipment and there was no report about an adverse event or patient injury. The patient was informed about this occurrence.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Manufacturer narrative: according to FDA-air received on nov. 23, 2022 this report is to be resubmitted as serious event. The additional CT-scan and the fact that fragments remained inside the patient was re-assessed as a serious injury. All other submitted information remain valid.